Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The investigation results for hemolysis was previously reported on manufacturer device report number 1220648-2024-23459-1.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis. Patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was on impella cp support. While on support, the patient developed hemolysis. Continuous renal replacement therapy was started as creatinine continued to climb. Hemolysis was resolved. The pump was successfully weaned and the patient survived the explant.

Manufacturer narrative:
G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23459. H6 health effect - clinical code 1721 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23459-2.

Manufacturer narrative:
B5-additional information provided for new failure mode of ventricular arrhythmia. The impella device was received and has been evaluated. Should any new information be received for the new failure mode of ventricular arrhythmia, a supplemental MDR will be filed.

Event description:
A notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry). It was noted that the patient had ventricular arrhythmia occur with a definite relationship to the impella cp used on this patient. No further details were provided on the treatment of the adverse event.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs were confirmed pump was in improper position corresponded with the time hemolysis was reported per clinical description that triggered alarms impella position in aorta. The positioning issue then was resolved & pump ran without issues to the rest of the case. Pump was returned for analysis. Visual inspection found no issues on the pump. Based on clinical description stated that hemolysis was resolved after repositioning, product inspection found no issue & data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position. Added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact email.